Event description:
On (B)(6) 2011, customer reported a leak under the dxc 600 pro instrument. Customer could not confirm the source of the leak or the identity of the fluid. Customer was wearing personal protective equipment when he discovered the leak. No injuries or erroneous results were reported. Field service engineer (fse) examined the instrument and found the root cause to be a faulty cuvette wash drive assembly. Fse replaced the cuvette wash drive assembly and the repair was verified per established procedures.

Manufacturer narrative:
Results: cuvette wash drive assembly. (B)(4).